Event description:
It was reported that the adaptor was missing after package was opened. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. Visual inspection found missing component was confirmed. The root cause of the reported issue was found to be manufacturing - bad segregation. All mitigations in place were verified and it was confirmed to be executed accordingly, therefore no corrective actions to be implemented. We will continue monitoring this failure condition in this product for threshold or escalation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).